Manufacturer narrative:
(B)(4). Used for explant of intraocular lens (iol). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Expiration date is being corrected to october 31, 2013 manufacturing date is being corrected to october 1, 2008 all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The sample was inspected with a microscope at 10x magnification. Visual inspection revealed surface residuals (fibers, particles and stains) on the lens surface. Surface residuals were compatible with handling the lens out of sterile environment. The lens was noted to have one of the haptics(loop) distorted, scratches and, a surface mark. No cloudiness or opacity was observed in the returned lens. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens (iol) was explanted. An anterior chamber lens was placed during the same procedure. The explanted lens was noted to have significant opacities. It was cultured and the results were negative. It was reported that the patient had been treated for an unknown reason with intraocular antibiotics and steroids. No further information was provided.